Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges end user was in the chair in school. A teacher lifted the armrest up to attempt to help end user fit under table. The chair allegedly moved on its own and went forward into the table.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The device is working properly. Provider evaluated and repaired.

Event description:
Alleges end user was in the chair in school. A teacher lifted the armrest up to attempt to help end user fit under table. The chair allegedly moved on its own and went forward into the table.